Manufacturer narrative:
No additional information was able to be obtained from the hospital.

Event description:
It was reported that the patient developed a full thickness cheek skin injury. The patient was noted to have a protruding tooth under the location of the cheek pad where the injury was observed. The patient received medical intervention. No additional information was able to be obtained from the hospital.